Manufacturer narrative:
(B)(4). The actual needle with a fracture at the needle point area was returned for evaluation. Microscopic inspection found a lot of heavy instrument marks especially at the needle point area, direct at the breaking point and also at the needle attachment area which indicates that the needle was handled there. User handling was determined to be cause of the needle breakage. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. It was noted while closing the abdomen that the needle tip was missing. X-rays were done to locate the needle fragment. The surgeon opines that the needle tip was too small to locate on x-ray. The needle tip remain in situ. The surgeon indicated that the patient is fine and will not undergo a reoperation to retrieve the needle.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.